Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05287. It was reported that the patient presented to the emergency room experiencing pain. Upon review, a pericardial effusion and right atrial and right ventricular lead dislodgements were observed. The patient underwent a pericardial window and the leads were successfully repositioned on (B)(6) 2019. The patient was stable during and post procedure.